Event description:
It was reported that the blade broke in the middle, and was lifted. The target lesion was located in the tortuous ostium of the proximal right coronary artery. A 10mmx3.00mm wolvering coronary cutting balloon was selected for use. During the procedure, it was noted that the blade to be broke in the middle and was partially lifted. The device was removed from the patient intact and the procedure was completed with a different device. There were no complications reported and the patient is stable.